Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV insulin therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values when cgm data were available. The device entered a state where insulin dosing was stopped due to absence of cgm readings, which was not recognized or addressed by the user. This resulted in prolonged interruption of insulin delivery and subsequent hyperglycemia and dka. The patient¿s underlying condition of gastroparesis may have contributed to glycemic instability. Based on available information, the event was attributed to use-related factors involving failure to recognize and respond to loss of cgm input resulting in cessation of insulin delivery, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 08-mar-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as above 400 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin via IV therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.